Event description:
In 2009, patient's mother reports the patient was playing the same day, and accidentally fell on his pump. Mother states soon afterwards, patient's readings started going up. Mother reports patient's current reading was 518 mg/dl. Patient's normal blood glucose ranges is 140-160 mg/dl. Mother states patient has bolused 19 units of insulin to help bring the readings down, but they are still elevated. Mother reports the infusion device has not given any error messages but the screen is damaged. She stated that the screen should read 1.3 u/hr and she can only make out the 1. Mother reports patient was playing so his readings should have been low, not high. Advised mother to try to put the infusion device in the stop mode, but she could not because she could not make out the characters on the screen. Advised to install a new battery; it did not help the screen. Advised mother to have the patient switch to the backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.